Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration issue with device. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: on investigation, the audio settings were set to ¿vibrate.¿ the pump powered on with normally functioning auditory tone when tested. The audio tone was measured at 58.4 db, which is within the required specifications. Investigation did not duplicate the alleged ¿continuous audio¿ issue. The pump was opened for further investigation and did to reveal any damage, defect or contamination of the audio module. Unrelated to the original complaint, the battery compartment was noted to be cracked.